Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a tower door failed to recover. The system reported multiple failures associated with the tower door. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door failed. A field service engineer (fse) reported that the door clicked when opening. Fse shut down the station, opened the panel, removed the connector from the micro switches, cleaned and greased the micro switches, and then replaced the connector. Fse locked the panel, rebooted the station, and recovered the door. The system functioned as intended after the field service engineer repaired the device.